Manufacturer narrative:
D4 (catalog #, UDI #, serial #) and h4.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.